Manufacturer narrative:
No device analysis results are available because the device was not returned. A review of the cardiomems logs in the merlin database indicated that the patient was able to take and send readings on the reported event dates of (B)(6)2023 and afterwards. No error or warning messages or spurious readings were observed. In a follow-up call on (B)(6) 2023, the patient reported that everything has been working fine. The patient's healthcare provider also agreed that the dexcom issue is not cardiomems related. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The device is included in the 3004936110-01/24/23-002c emissions advisory notice issued by abbott on 07 feb 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported they believe their cardiomems device is interfering with their non-abbott glucose monitor. The patient states their monitor was altering them when their sugar levels were not high. The patient had the device replaced and reports that the new monitor does not alert them when their sugar levels are high. Patient reports the issue occurs at times that they are not using the cardiomems device. The patient was implanted with cardiomems (B)(6) 2020 and received their glucose monitor in 2022. There were no adverse consequences reported.